Manufacturer narrative:
Samples have been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance, when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported having 5 knives that were blunt. There was no patient injury reported. Additional information was requested but none has been received to date.